Manufacturer narrative:
Please see summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 month after implant placement. Oral hygiene around the implant was good. The bone quality was type iii. No significant findings was observed during the implant removal surgery. The patient has since recovered.